Event description:
This lead was implanted on (B)(6) 2004. And was partially capped on (B)(6) 2012, due to infection and erosion. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).